Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2019-00314: driver, 3025141-2019-00315: screw 1, 3025141-2019-00316: screw 2, 3025141-2019-00318: screw 4, 3025141-2019-00319: screw 5, 3025141-2019-00320: plate.

Event description:
While implanting an aculoc 2 plate, the surgeon was inserting a locking screw when the tip of the driver broke off in the head of the screw. It could not be removed and was left implanted.